Event description:
Caller reported blood glucose results of 505 mg/dl, 172 mg/dl, and 202 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
Strips not available for return.

Event description:
It was reported by service report that the spring was leaking hydraulic fluid. No adverse consequences have been reported. No injury reported.